Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review. Part: 03.010.523, lot: l793984, manufacturing site: bettlach, release to warehouse date: 22. May 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The driving cap was received at us cq. The device had shallow scratches and scrapes consistent with typical usage. The head of the device had small dents and was slightly discolored. The threaded tip of the device was broken off right at the end of the first thread. No full threads were present. The fragment was lodged in the insertion handle. No other issues could be identified with the returned portions of the device. Dimensional inspection was not performed due to post manufacturing damage. Due to lack of a full thread it was not possible to get an accurate dimension on the threaded tip. Drawing(s) reviewed: (current & manufactured revisions) showed no issues the received device part # 03.010.523, lot # l793984 , was manufactured at the bettlach site on 22 may 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint was confirmed for the driving cap. The device had scratches and scrapes of its body and small dents on its head from typical usage. The threaded tip of the device had broken off and was received lodged in the associated insertion handle. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the driving cap/threaded broke into the radiolucent insertion handle during nail insertion. The procedure was successfully completed with no surgical delay. Patient status is unknown. Concomitant device reported: radiolucent insertion handle frn (part # 03.033.001, lot # l700510, quantity 1), unk - nails (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).